Manufacturer narrative:
Failure analysis for fiber 0010-2400-420a-(B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone slightly proximal to the bevel edge; the distal glass tip is detached and not returned; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits severe char; the outer flow tubing exhibited severe contamination, likely biologic. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that while using three fiber during a prostate procedure, the fiber tip became loose at 6,377, 32,252 and 13,964 joules respectively, and would not stay aligned with the hole (fiber output window) resulting in firing inside of the tip/metal cap. The procedure was completed using a fourth fiber. There was no patient injury reported. This report is for the third fiber used; time expended: 1:46 minutes.